Manufacturer narrative:
Further information about the event has been requested. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that during the insertion of a picco catheter the guidewire got stuck. While retracting the guidewire, it completely frayed out, the guide wire splits and gets stuck in the vessel and the guide wire has become tangled and that part of it has broken off. It was reported that patient did not injured. No surgical intervention was needed, parts could be removed and a control examination with ultrasound shows that nothing was left, everything was removed. Manufacturer reference #(B)(4).

Manufacturer narrative:
The investigation for customer product complaint related to picco catheter which reported guidewire uncoiled during procedure and tip broke off was performed. The faulty part was returned for in-house investigation, the issue was confirmed. There was no patient harm due to issue. It was concluded that the most probable cause of the issue was need to use excessive force to retract stuck guidewire. There is no indication for a systematic root cause as a deficiency of design, production or material. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. Please note, that according to IFU for picco catheter: warning: do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire. Warning: if resistance is encountered when removing the guide wire, the guide wire could be kinked about tip of catheter within vessel (fig. K). In this case withdraw the catheter by 2 to 3 cm and try again to remove the guide wire. Use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously. Based on the information above this customer product complaint will be closed.

Event description:
Manufacturer reference #(B)(4).